Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead was repositioned; however, later that day, the patient experienced pleuritic chest pain. A CT scan showed that the lead had perforated the right ventricle. The lead was replaced.

Manufacturer narrative:
E3, g3-clinical engineer a tip stiffness test was performed during lead analysis and found to be within specification. The helix could not be retracted due to the distal coil being overtorqued and dried body fluid/tissue in the helix barrel. After cleaning, the helix could be retracted and extended normally from a short length of the lead. The fully extended helix was measured and found to be within specification. No defects in materials or workmanship were noted.